Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial lead, it was noted that the lead failed to bend and could not be fixed into place. The atrial lead was not used and was replaced. The patient experienced no adverse events.